Event description:
Related manufacturer report number: 1627487-2022-01076. It was noted the patient had swelling on the back of their neck, which was caused by their quattrode leads having migrated. As a result, the patient underwent surgical intervention during which the leads were explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
Date of event is estimated. Date of implant is unknown. The unique device identifier (UDI) is not provided because the manufacture date is before sep 24, 2014. During processing of this complaint, attempts were made to obtain complete device information but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.